Event description:
Related manufacturer report number: 2017865-2024-69782. It was reported that the patient presented for routine generator change on (B)(6) 2024. A preoperative device interrogation showed normal values of the right atrial (ra) and right ventricular (rv) leads. During the procedure the device pocket was opened, and a large insulation breach on the rv lead was visually observed. Further inspection found a small insulation breach on the ra lead. Also noted were calcifications. The leads were cut, capped, and replaced during the procedure. The patient was discharged in stable condition.